Event description:
It was reported that multiple cartridges "blew up". There was no reported adverse impact to customer. No additional information was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.